Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the screw went out several times during the implantation. A new lead was implanted. The patient condition is stable.